Event description:
A peripheral atherectomy procedure commenced, and a spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. While lasing, light could be seen from the outer jacket; therefore, the turbo-elite was removed and a new device was used to complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2-a6): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4): device serial number is unk. H3/h6): the turbo-elite device was not returned; thus, no returned product investigation was performed and a cause for the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.